Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('surgery') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced swelling ("blew up like a macy's float balloon") and urinary incontinence ("trouble holding bladder"). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the medical device removal, swelling and urinary incontinence outcome was unknown. The reporter considered medical device removal, swelling and urinary incontinence to be related to essure. "Concerning the injuries reported in this case, the following one was described in patient's social media record: medical device removal, swelling, bladder incontinence. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 14-jan-2020: social media received. New event "trouble holding bladder" and reporter information were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('surgery') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced swelling ("blew up like a macy's float balloon"), urinary incontinence ("trouble holding bladder"), migraine ("migraines") and headache ("headaches"). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the medical device removal, swelling, urinary incontinence, migraine and headache outcome was unknown. The reporter considered headache, medical device removal, migraine, swelling and urinary incontinence to be related to essure. "Concerning the injuries reported in this case, the following one was described in patient's social media record: medical device removal, swelling, bladder incontinence. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-mar-2020: social media received. New events migraines, headaches was added. Reporter was added. Fup 4,5,6 processed together. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('surgery') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced swelling ("blew up like a macy's float balloon"). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the medical device removal and swelling outcome was unknown. The reporter considered medical device removal and swelling to be related to essure. ¿concerning the injuries reported in this case, the following one was described in patients¿ social media record: medical device removal, swelling". Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-jan-2020: addition of imdrf codes. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('surgery') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced swelling ("blew up like a macy's float balloon"), urinary incontinence ("trouble holding bladder"), migraine ("migraines"), headache ("headaches") and ovarian cyst ("ovarian cyst"). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the medical device removal, swelling, urinary incontinence, migraine, headache and ovarian cyst outcome was unknown. The reporter considered headache, medical device removal, migraine, ovarian cyst, swelling and urinary incontinence to be related to essure. "Concerning the injuries reported in this case, the following one was described in patient's social media record: medical device removal, swelling, bladder incontinence. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media received. Reporter was added. New event was added: ovarian cyst. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('surgery') in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.